Event description:
Note: this report pertains to four cre pulmonary dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used during bronchoscopy procedure performed on (B)(6) 2026. During the procedure, three cre pulmonary balloons were observed to exhibit saline leakage once through the scope during inflation. They took a fourth cre pulmonary balloon and inflated outside of the patient, it worked fine; however, it then leaked once passed down the scope. The procedure was completed with another cre pulmonary dilatation balloon device. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak. Block h11: investigation results. The device was not returned for analysis and was reported to be retained by the customer; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.